Manufacturer narrative:
H3: product analysis: evaluation determined that the front distal bearing is detached. The likely cause of failure could not be dete rmined. It was also noted bearing worn, color band is discolored, and laser markings are faded. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during spine procedure, it seems that a piece of it fell off. No patient impact reported. It was also reported that no damaged piece remained in the patient's body.